Event description:
It was reported that during an low anterior resection procedure, at the jejunum, the proximal part could not to be stapled properly. The surgeon performed a leak test and found a leak that could not be stapled. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/07/2008. Info anticipated, but unavailable at this time.